Manufacturer narrative:
Mechanical problem was not previously reported and is applicable to the cracked camera lens. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot number: unknown product ID: 9735740, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0908: incorrect, inadequate or imprecise result or readings is applicable to the navigation of the instruments "jump" in space by about half a centimeter. Code a0709: device sensing problem is applicable to the camera had a cracked lens and difficulties tracking instruments. Code g02008: computer software is applicable to the system's computer software. Code g05001: camera is applicable to the camera component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera had a cracked lens. During the case, the site had difficulties tracking instruments. The site reported seeing the navigation of the instruments "jump" in space by about half a centimeter (cm). The site was able to readjust the camera position and continue with surgery. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown.

Manufacturer narrative:
H2, correction: concomitant product 9735740 no longer relevant to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: analysis found an electrical failure. The returned 9735821r position sensor unit (psu), lot p904850 had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .240mm with a passing threshold of .250mm. Code c02 and previously reported codes b01, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a 5-minute delay, and no patient impact.

Manufacturer narrative:
Please see section b5 for additional information. F1908 was added for the 5-minute delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.